Event description:
It was reported by an occupational health physician that he has a pt who has developed asthma that he feels is associated with use of cidex opa solution. The pt has worked since 1982 as a gastroenterology technician. From 1982 to 2000 the pt used gluteraldehyde. The pt reported they did not suffer from any symptoms during that time, eventhough a monitoring badge indicated overexposure to gluteraldehyde vapors. Due to the overexposure, the facility switched to cidex opa in february 2000, the pt feels they developed asthma in 2000 as a result of working with the dpa. The pt reports they do not have any pre-existing conditions such as asthma, bronchitis or allergies.